Event description:
It was reported that there was a connection issue between the homechoice cassette and bag. The event was further described as ¿the clampex connector¿s plastic fitting part is spinning¿. This occurred during set up of the device for peritoneal dialysis therapy. New supplies were used to continue therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.